Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) developed a scrotal infection with purulent discharge and wound dehiscence, which led to a surgical procedure. During surgery, the entire device was removed, the affected zone was irrigated and then, a new ipp was implanted. The physician stated they believed that the device, which the body rejected, caused or contributed to the infection. There were no additional patient complications reported.